Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s skin was heating up at the implantable neurostimulator (ins) pocket site during normal everyday use but not during recharging. The rep noted that the patient bumped the ins site on a counter ledge around six to seven months prior to the report and since then, they¿ve felt the heating sensation. The patient turns the ins on for three to four days, feels the heating sensation again and would have to turn the ins off. After thirty minutes, the ins would start to cool down. Impedances were within normal limits and the check connectivity feature showed that everything was connected. The pocket site didn¿t look abnormal, but the patient reported that it was tender to touch and there was swelling to the left of the midline incision. The swelling was larger than a marble but smaller than a golf ball. In the week prior to the report, the patient met with their healthcare professional (hcp) for bloodwork, but the results were unknown. A different rep met with the patient on (B)(6) 2019 for follow-up related to the tenderness/swelling at the ins site and the patient bumping the ins site. There was nothing documented at that time about heating sensation and the reporter was first aware of the issue on the day of the call. In the end, it was suggested that the patient leave the ins off for an extended amount of time to see if the heat/tenderness comes back at all with the ins off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the doctor instructed the patient to turn the system off completely for two weeks and then come back and see him on march 18. Unfortunately, the appointment has been cancelled because the clinic is closed due to covid-19. No further complications were reported.